Manufacturer narrative:
Analysis summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted. {reload} visual examination of the reload noted that it was fully fired. The jaws of the reload were clamped and the knife bar was retracted to the clamp up position. Pmv performed functional testing which included. No functional testing was performed pending engineering evaluation. Sent to engineering for evaluation of the reload being fully fired with the jaws clamped and knife bar retracted to the clamp up position. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the event occurred on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively in a low anterior resection on the rectum from anal verge, the device was unable to fire, had incomplete staple line distally, a new staple line below the locked reload , they were not present in the surgery, but the surgeon said that the device fired half way. They heard a crack and the reload pushed away from the handle and they could see the rod sticking out of the end of the handle, the reload came off totally. They placed a new staple line below the previous staple line and they completed the procedure. The patient was alive with no injury. No reinforcement material was used.